Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: the 22 gauge needles are not retracting and having to use 2 hands to operate the needle making it difficult for the customer to use.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: "the 22 gauge needles are not retracting and having to use 2 hands to operate the needle making it difficult for the customer to use."